Event description:
It was reported that during a lap cholecystectomy procedure, after forming three acceptable clips, the clip applier began misforming clips. The clips appeared to be not closed completely. The surgeon reported that the applier felt different as it fired the clips compared to the first two. Another device was opened and the case was completed without further incidence. No pt consequence. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.